Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the analysis, oversensing of p waves was noted on high voltage right ventricular lead. The programming changes were made. The patient was stable after the programming changes.